Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray review performed by third party hcp confirms that there is polyethylene wear of the medial compartment with associated valgus deformity of the right knee. There is moderate to large joint effusion with calcified loose body within the suprapatellar bursa. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is being considered for a revision approximately 1 year post implantation due to excessive medial poly wear. However, no revision surgery has been reported to date.